Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Concomitant device reported: reamer head (part # unknown, lot # unknown, quantity 1). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: further evaluation at customer quality shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is roughly transverse and located within approximately 7.0mm and 9.9mm distal to the distal edge of the drive shaft helix. The helix is intact. The proximal connecting post shows wear and a small indent on the proximal surface. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The complaint condition is the result of stresses beyond the failure limit of the shaft. It is probable that the device was previously fatigued and that removal of the reamer head permitted final separation. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: DHR review for part#(B)(4) lot #9833122 release to warehouse date: (B)(6) 2015 expiration date: n/a supplier: (B)(4). Part (B)(4) lot 9833122 contained a rework of pack/labels due to illegible/faint/blurry labels. This non-conformance is not relevant to the complaint condition because labels have no relationship to the breakage of the tip. Review of the device history records showed there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of a drive shaft-minimum 520mm broke upon disassembling it from the reamer head during sterile processing. No issues with the device prior to discovery. The broken tip is missing. No case or patient involvement. This complaint involves (B)(4)device. Concomitant device reported: reamer head (part # unknown, lot # unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).